Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in report/lot # which is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of evaluation or if any additional relevant information is received.

Event description:
On (B)(6) 2016, report indicated the patient experienced severe abdominal pain during percutaneous endoscopic gastrojejunostomy (peg) tube mobilization. The treating physician was contacted and the patient underwent gastroscopy which showed buried bumper syndrome. On (B)(6) 2016 the patient was treated with antibiotics ciproxin and flagyl due to buried bumper syndrome. Patient was admitted to the hospital for blood tests, abdominal CT and removal of the peg endoscopically. On (B)(6) 2016, report indicated the peg tube was removed without being replaced. On (B)(6) 2016, patient was discharged with recommendation to continue antibiotics for a few days.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. No corrective or preventive actions have been identified at this time. A follow up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
Ref # (B)(4). The sample was received for investigation. All parts were visually investigated. No damages of the internal bumper could be observed. The sample investigation did not verify the complaint condition. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.